Event description:
It was reported that before inserting the catheter into the patient, the balloon was inflated on the table but it would not deflate by opening the valve. The catheter was not used and it was replaced with new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the catheter was returned and analysis found no anomalies. There was blood on the catheter and visual analysis noted that the body fluid and blood were removed and the catheter inflated and deflated as normal.